Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) potentially due to cold weather reset. The ipg was not used. No patients were involved in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.